Manufacturer narrative:
The device history record (DHR) confirmed that the devices met all material, assembly and performance specifications. Analysis of the device revealed that the internal interlock circuit was broken. The interlock assembly was replaced and the resonator serviced and preventive maintenance (pm) was performed. The system was tested and passed full functional and electrical safety testing. An evaluation conclusion code of cause traced to component failure was assigned to this investigation.

Event description:
It was reported that during a prostate procedure, a fiber was opened and when connected, a remote interlock error message was received; a second fiber was then opened and connected and the same error message was received. The remote interlock plug (system side) was reported to be broken, resulting in the error message. There was a patient under anesthesia at the time of the event; there was no patient harm or adverse outcome.

Event description:
It was reported that during a prostate procedure, a fiber was opened and when connected, a remote interlock error message was received; a second fiber was then opened and connected and the same error message was received. The remote interlock plug (system side) was reported to be broken, resulting in the error message. There was a patient under anesthesia at the time of the event; there was no patient harm or adverse outcome.